Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154vwc implantable cardioverter defibrillator (B)(6) 2008. 6933 implantable tachy lead (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular (rv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.